Event description:
It was reported that patient went to clinic due to low impedance alert. High threshold was observed. X-ray revealed perforation. The lead was explanted and discarded by the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.